Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was explanted and re-implanted on (B)(6) 2017.

Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to damage to the active electrode. However, an investigation of the explanted device will be necessary to confirm a root cause of failure.

Event description:
The patient was explanted and re-implanted on (B)(6), 2017. Despite several requests, the explanted device has not been received for investigation by the manufacturer yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user was re-implanted on (B)(6) 2017. Despite requested, further information was not received.